Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2007; 419388, lead, implanted: (B)(6) 2008. This device was included in a field action. Returned product testing found the device did perform as described in the field action. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.